Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross steerable sheath was selected for isolation procedure. During the preparation, a leak occurred at three-way stopcock. Air could be aspirated. There was no damage observed for luer and sheath. A pump was used and there was no error observed on generator. No fluid leakage was observed. The procedure was completed successfully by using different device, same model. No patient complication was reported.